Event description:
A caller reported an error with their continuous glucose monitor (cgm), indicated as error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information for resetting the pump, and after successfully completing the reset, the cgm error code did not appear again. The caller was able to start their sensor session without further issues.